Event description:
The pump was underdelivering. Reportedly the pump was set at 170 ml/hr, but delivered at a rate of approx. 50 ml/hr. The device was in clinical use at the time. No pt injury resulted.